Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: multiple photos were provided to our quality team for investigation. Through visual inspection, black pieces are observed within the syringe. A device history review was performed for the reported lot 2212061, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. All stoppers are evaluated before use, any issues identified with the composition of the stopper results in rejection of raw material. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Without a physical sample we could not conduct characterization analysis on the foreign matter to further identify the origin therefore, a definitive root cause cannot be established at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported while using bd plastipak¿ syringes the stopper was damaged. There was no report of patient impact. The following information was provided by the initial reporter: particles residue inside the barrel. During use: during work at the clean room after a closed system for the syringe nozzle and when filling a cytotoxic solution, large black dots were observed on the inside of the syringe. From the visual point of view of the injector, it appears that the black rubber on top of the piston is incomplete and appears to be missing. The name of the drug that was used is carboplatin - manufactured by a licensed manufacturer, a sterile cytotoxic drug that comes in powder passed all the tests and was released for use.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes the stopper was damaged. There was no report of patient impact. The following information was provided by the initial reporter: particles residue inside the barrel during use during work at the clean room after a closed system system for the syringe nozzle and when filling a cytotoxic solution, large black dots were observed on the inside of the syringe. From the visual point of view of the injector, it appears that the black rubber on top of the piston is incomplete and appears to be missing.